Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported by the patient via telephone that (pt.) Feels (pt.) Is having an allergic reaction to implanted devices. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.